Event description:
Distributor reports that a size 29 aortic cphv was removed approximately 4 months post implant after 2 attempts at thrombolytic treatment failed and thrombosis occurred. Removal of the thrombus revealed organized tissue in one of the hinges of the valve preventing free movement of one of the leaflets. The pt was last reported as doing well.